Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act button dome switch. No motor error alarm or no excessive no delivery alarm during testing. No button error alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked case on display window corner and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error and a motor error alarm. The patient's blood glucose level was 200 mg/dl at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.